Event description:
It was reported that an arteriotomy closure of a mildly calcified common femoral artery was attempted using a proglide after an interventional procedure. Reportedly, no blood flow from the marker lumen was achieved. A starclose se device was used to achieve hemostasis. A 6fr sheath was used. There was no reported adverse patient sequela. The physician is reported to be trained in the use of the proglide and starclose se device. There was no reported clinically significant delay in the entire procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). It was initially reported that the device would be returned for analysis. Subsequent information revealed that the device is not available for evaluation. The device being available for analysis may have aided in a more definitive investigation. No blood flow from the marker lumen as reported can be influenced by, but is not limited to manufacturing, patient anatomical conditions and user technique. During manufacturing, all devices undergo patency testing two separate times. Reportedly, a femoral angiogram revealed mild calcification and scar tissue. Femoral artery calcium which is fluoroscopically visible at access site is listed under the special patient populations section of proglide instructions for use. Poor flow (such as no flow or slow drip) can be caused by the following; marker port against artery wall, side wall stick, clot or tissue plugging marker port, or device not in arterial lumen. There was no report of any abnormal user technique. Based on the reported information and the inspection criteria, a definitive cause for the reported no blood flow from the marker lumen and associated patient effects, could not be determined. Review of the device history record for this lot did not produce any findings relevant to this report. A query of the complaint handling database was performed. Indication of a product quality issue could not be determined. All proglide devices undergo patency testing and functional deployment testing must meet specification.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information. It was reported that the proglide device was used in a calcified vessel. Per the instructions for use, the safety and effectiveness of the proglide device have not been established for patients with femoral artery calcium which is fluoroscopically visible at the access site.